Event description:
Consumer reports very erratic readings. Analysis run on clark error grid using mean average readings (160) as ref. Point vs. Bd readings (400, 96, 36, 108) yielded data points in the c range of the grid, outside of acceptable limits.